Event description:
During follow-up, a charge timeout alert was observed on the device. No intervention has been performed at this time. The patient was in stable condition. Further information was requested but is not yet available.

Event description:
Additional information received indicated the event was resolved by explanting and replacing the device.

Manufacturer narrative:
The reported field event of charge time out was confirmed. Review of device data showed the device had a charge time out during capacitor maintenance. The high voltage capacitors were sent to the manufacturer for analysis. The cause of the long charge time was due to an anomalous high voltage capacitor.